Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion was located in a marginal artery. The lesion was predilated with a 2.0x10mm maverick balloon which was inflated to 10 atms. A 2.75x12mm liberte' bare metal stent was then advanced to the lesion, but could not cross. When the device was removed from the patient, proximal stent damage was noted. The procedure was completed with a 2.25x28mm stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).